Event description:
A nurse reported the system stopped working during a procedure. A system message was displayed. The system was exchanged and the surgery was completed successfully. There was a delay of approx 15 minutes. The nurse also reported that before surgery, the priming of the cassette was successful after 3 attempts. There was no pt harm reported.

Manufacturer narrative:
A cassette has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).